Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the implantable pulse generator (ipg) was unable to communicate with external devices. Issue began after the patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode prior to the procedure. Troubleshooting attempts were unsuccessful. Replacement of ipg may take place at a later date.

Event description:
Additional information indicates surgical intervention was undertaken on 22 january 2021 wherein the ipg was explanted and replaced. Issue resolved.